Event description:
It was reported during in clinic follow up that the right ventricular lead displayed high capture threshold. The product was capped on (B)(6) 2026 and successfully replaced. There were no patient consequences.